Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was experiencing pain at the ins site. It was stated the patient never turned the therapy on or used it at all since the battery was put in because it never worked right and the patient didn¿t want to mess with it. The patient woke up yesterday and could barely walk because they had pain where the implant is. It was stated when the current battery was put in, the patient didn¿t expect it to be any different than what was already there. The caller stated, ¿they kind of piggy backed something on top of the patient¿s original device and it was kind of boxy and the patient could never lay flat on it.¿ the caller stated they could kind of see the implant and the patient can¿t sit on it and they weren¿t happy with it because it was giving the patient trouble and they just wanted it removed. The patient was directed to see a healthcare professional (hcp). The caller called back and stated that some of the hcps on the list did not remove devices, but one office said they may see the patient, but they needed the patient¿s medical records. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-33 lot# j0455299v serial# implanted: 2005 (B)(6) explanted: product type lead: device code (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s daughter on october 12, 2017. It was reported that the patient¿s healthcare professional (hcp) wanted to remove the device because he thought it was not doing any good to the patient; the explant was scheduled for (B)(6) 2017. The patient¿s daughter also reported that the patient had more back pain than any other relief from the device but the implantable neurostimulator (ins) had not been used for a long time. Also, the ins was not turning on, or it was turning on but it was not doing anything. Due to the patient¿s husband passing away and other family issues, the ins was not a priority and it had been impossible to get the patient¿s medical records. But when the patient last met with their old doctor, an x-ray showed that the ins was really big in size and the doctor thought the devices were implanted in the 1990s. It was also reported that the patient felt very sensitive around the implant area when the ins was palpated. Lastly, it was noted that the hcp planned to keep the leads inside the patient when they remove the ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.